Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support instructed the caller to contact them for troubleshooting if the problem recurs.